Manufacturer narrative:
Date rec¿d by MFR : 29aug2019, date of report: 30aug2019. The touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, it was determined that the ul_lr and ur_ll resistance and resistance ratio being out of specification was the cause of the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the touchscreen was bad and would not calibrate. There was no patient involvement. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 03jul2019. Date received by manufacturer: 28jun2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse tried to calibrate the touchscreen, but no luck. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. Ready for clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.